Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and the indicated failure mode for stopper function with the incident lot was not observed as all product specifications were met. Additionally, 10 retained samples were subjected to functional tests, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood draw of one patient using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper popped off of the tube. No adverse impact was reported regarding the patient or user.